Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that "convex hard plastic is off center in the product." Additional information received also indicated that "assembly was off center affecting starter hole too," and starter hole was off center. No harm was reported. No photos were provided.